Event description:
An 81-year-old male with severe aortic stenosis, complaining of chest pain and positive stress test determined not to be a good open surgical candidate due to frailty. Scheduled for tavr (B)(6) 2026. During procedure, physician guided catheter system with balloon and valve to correct place. This occurred without issue, although patient had tortuous aorta vasculature. Second physician attempted to inflate the device balloon per usual, however balloon quickly popped. First physician attempted to deploy the valve without balloon per manufacturer representative recommendations (rep present in room) but valve would not deploy. Manufacturer representative then recommended physicians guide failed system back out to start again. This was done successfully, however, clinical team noted large amount of tissue came out with catheter system. Patient coded and CPR started. Manufacturer representative recommended a second balloon be deployed to tamponade bleed (patient abdomen now distended as well) but unable to do so. Patient placed on ECMO and team scrubbed to open. Patient given 6 units red blood cells but patient expired.